Event description:
It was reported that the patient had an inappropriate shock due to myopotential oversensing via a change in the intrinsic amplitude. Technical services discussed the electrograms. The device sensing vector at the time of the shock was set to the primary sensing vector. The sensing vector has now been reprogrammed to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.